Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-069 'call service alarm' occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2015. Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/18/2015 with the following findings: several cs-069 'call service alarms', which were written as cs-087 'call service alarms' and can be indicative of the type of issue that was reported, were observed in the black box data. A hard cs-069 'call service alarm' occurred at power up: the reported issue was duplicated. The cs-069 'call service alarm' is defined as a language file corruption while retrieving the language text. The aforementioned error is resident to the u39 flash chip; a failure of this device directly caused the reported issue. A battery cap was not returned with the pump; a test battery cap was used during the analysis.